Event description:
Appears to be undersensing on atrial lead. Capped existing rv lead (B)(6) 2023. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).